Event description:
It was reported that the button on the customer's insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.